Event description:
Event description guidant received information that this patient was showing oversensing at follow-up and an increase pacing impedance. The is-1 pin of the endotak lead was found completely broken. The lead was removed and replaced without issue.